Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "improper shutdown" was reproduced. A review of the event history log revealed multiple "improper shutdown!" Messages on power up. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as powers off without user input. The cause of the condition was the depressed battery contact pins on the rear case due to dried liquid substance. In addition, the wireless battery module was found with corroded contact pin. The rear case and wireless battery module required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had improper shutdown upon device power up in the intensive care unit. There was no patient involvement. No additional information is available.